Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported from the system longevity study (sls) that the left ventricular (lv) lead dislodged within three months of implant. Therefore the lv lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.